Event description:
Affiliate's receiving facility received the product and during incoming/labeling operation found the following defect. Details of the defect is: unreadable printed label (poor print / others).

Manufacturer narrative:
(B)(4). There were six sterile devices inside of the sales unit box received. One of the devices was received had a spot in the tyvek, which made the ethicon logo hard to read. No conclusion can be reached on how the tyvek was spot. Each device is visually inspected during the packaging process and damage of this magnitude would have been detected.